Event description:
It was reported that the right ventricular lead was fractured. The lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The proximal conductor was fractured. The outer tubing overlay had blood/body fluid, was melted, and had cosmetic environmental stress cracking. The outer insulation had cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism.